Event description:
During a laprascopically assisted vaginal hysterectomy w-bilateral salpingo-oophorectomy, while grasping the right tube & ovary to pull them medially, the kocher grasper broke and the tip fell out to the side letting go of the ovary. The grasper was immediately removed from the abdominal cavity and inspected. There was a small hole which had been placed medially at the back end of the blade of the kocher and it was empty. It was unclear whether a screw had been present in that hole because the area was internal in the shaft of the kocher clamp. The area was suctioned and irrigated in order to see if a screw was actually present in the pelvis and no screw was able to be identified.